Event description:
It was reported that the patient visited the clinic and log files were submitted for evaluation concerning power alarms. The account planned to exchange the system controller. Log file analysis confirmed some unusual low voltages. The account stated that the system controller was exchanged due to routine wear and tear.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal low voltage alarms was confirmed via evaluation of the submitted log file, containing approximately 6 days of information ((B)(6) 2023 per timestamp). Intermittently while the controller was connected to battery power, abnormal strings of low voltage alarms were observed. These alarms activated due to the rsoc of either power cable briefly fluctuating below the designed alarm threshold. These fluctuations and alarms did not impact the operation of the pump, as it maintained a speed above the low speed limit throughout the data. Provided information indicated that the heartmate ii system controller (serial number: pcx-14440) was exchanged. Multiple attempts were made to inquire if the alarms had resolved following the exchange and to see if any products would return for evaluation, but no response was received. The root cause of the abnormal low voltage alarms could not be conclusively determined. Review of the device history record for the system controller, serial number pcx-14440, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii instructions for use (rev. C, section 3 entitled ¿powering the system¿) and heartmate ii patient handbook (rev. C, section 3 entitled ¿powering the system¿) address how to properly change between power sources. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage alarms. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged due to routine wear and tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.